Event description:
The customer reported a touch screen that was freezing while on a patient. They attempted to change the mode of ventilation from ps simv to CPAP, but the screen froze up and they were unable to change the mode. Biomed was unable to duplicate the reported problem. He calibrated the touch screen with no issues, and the touch screen was responding normally. The ventilator was also cycling for some time with no issues. According to the biomed, there was no patient harm.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim assy in user mode and the touch screen was responding properly. Proceeded by constantly changing modes of ventilation from pressure simv to CPAP to attempt to duplicate the reported complaint. The touch screen continued to function properly. Allowed the unit to cycle for three hours. After the three hours of cycling continued switching to different ventilation modes in neo, ped and adult patients. The touch screen was still functioning properly. Left the uim cycling over night. Continued switching to different ventilation modes in neo, ped and adult patients and the touch screen kept working properly. Unable to duplicate the reported problem.

Manufacturer narrative:
(B)(4). Carefusion technical support informed the biomed that the user interface module involved in this event as an older style model. They recommended that he turn the unit off then back on to try to duplicate the problem. If he was still unable to duplicate the problem, he was to take precaution by replacing the user interface module. He was to call back and order a replacement if needed. As of (B)(6) 2015, the biomed/customer has not called back for assistance with this particular event.